Event description:
It was reported that during the implant procedure the physician noticed the valve on the delivery catheter had some backflow of blood when introduced to the patient vasculature. The physician chose to continue use of the device for the remainder of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).